Manufacturer narrative:
Device evaluation: analysis of the returned device identified: the weight the device within specification, white particles on the shell and no other observation observed. Based on the device analysis the final assessment is: intact and functional.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii. Device has been explanted. Healthcare professional reported malposition.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs of the device appears to be intact and inside the peel pouch. You cannot see if it has holes or wrinkles. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture baker grade iii is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported left side capsular contracture baker grade iii. The device remains implanted.